Event description:
During attempted implant, the suture sleeve of the right ventricular (rv) lead could not be tied down. A different lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.